Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from meter memory of 302, 226, 210, 208 and 210 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 203 mg/dl and 185 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is september 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all these results.